Manufacturer narrative:
An investigation was carried out into this complaint. Arjohuntleigh received an information about an incident occurred in a nursing home in (B)(6). It was reported that during the resident transfer from the bed to the arjohuntleigh shower stretcher - basic, with use of sliding sheet, the resident fell on the ground between basic shower trolley and the bed. It was reported that the shower trolley brakes were not locked to stop the wheels movement during the resident transfer. In effect, the resident sustained bruising and lacerations to the occipital area that required stitching, the resident however was not hospitalized. When reviewing similar reportable events, we have found a very low number of cases that may relate to the issue investigated here: person falling out of basic shower trolley. We have been able to establish that compared to the amount of sold devices and in comparison to their daily use, the occurrence rate of reportable complaints with this failure is very low. The device was examined by an arjohuntleigh representative after the incident. The condition of the device was assessed as good and the function test performed did not reveal any technical deficiency. The device which was used at the time of the event was identified as concerto + basic shower trolley model bab5000 with serial number (B)(4). The device was manufactured in march 2016 and at the time of event it was 11 months old. The product is equipped with 4 castors from which every wheel has a braking mechanism to separately lock the device movement. The instruction for use delivered with the device (IFU no. 04.ba.05/11gb dated on february 2015) in a detailed way describes how to safely transfer the resident onto or from the device. The following is included: "warning: to avoid falling during transfer, always make sure that the brakes are applied on all equipment being used." Step by step guide with supporting pictures describing resident transfer onto and from the device with use of several of additional equipment (e.g. Sliding sheet, bed etc.). It is worth to be noted that the training from the device use was provided by arjohuntleigh employee in 2015; the customer was familiar with the product and its safe use. From the information collected to date, we came to a conclusion that the most likely cause of the incident was a failure to apply brakes on a basic shower trolley which resulted in device movement and creation of a gap between devices in which the resident fell on the ground. It seems that the failure to follow safety instructions and recommendation included in the device instruction for use was a primary cause of the event occurrence. If that element of use error was not in place, the event could probably have been prevented. In summary, the device was up to manufacturer's specification during the event occurrence - no malfunction was recorded; the resident was about to be transferred onto the shower trolley and in that way it played a role in this event.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
Arjohuntleigh received a customer complaint where it was reported that during transfer from bed to concerto shower trolley using sliding sheet, the operator did not use the brakes to stop the wheels and the patient fell to the floor. As a result, the resident sustained injury with bruising and lacerations to the occipital area that required stitches.